Event description:
It was reported that the department performed PICC catheter placement on (B)(6) 2023. The first four guide wires had a too flexible proximal end. Despite the vascular conditions and introducer needle looked normal under b ultrasound, it was difficult to insert the guide wires, unable to complete puncture successfully. After continuous replacements of the guide wires, puncture was done successfully. After removal, the proximal end of the guide wires were found bent abnormally. This report addresses the second guidewire.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.